Manufacturer narrative:
Continuation of d10: product ID hh90t01. Serial# (B)(6): product type mobile platform product ID a820. Serial# unknown: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on (B)(6) 2026. The patient reported that it was taking a long time to deliver a bolus. They were calling to delete the data again. The patient was seeing a lockout screen indicating 49 minutes remaining until the next bolus. The agent assisted the patient in deleting the data. The patient was able to connect to the pump without any lag.

Manufacturer narrative:
Product ID: a820, product type: software. Section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that, when the patient connected to their pump on (B)(6) 2025, the pump was "sitting at 90%" and it took a while to connect to the pump. Patient services walked the patient through clearing the data on the handset and the patient was able to request a bolus much faster. Troubleshooting steps taken on the call resolved the issue.